Manufacturer narrative:
The field service representative (fsr) performed troubleshooting procedures including the replacement of the bellows set,incl rod & fitting part # 2-89055-02, cuvette dry tip 1 (rohs) (7-93428-01), aero c8k pop vlv (09d36-02) and the source lamp (09d45-03). Part replacement resolved the issue. A review of service history for the architect c8000 serial number (B)(6) revealed no additional erratic or discrepant patient results reported for (B)(6) nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the bellows set,incl rod & fitting part # 2-89055-02, cuvette dry tip 1 (rohs) (7-93428-01), aero c8k pop vlv (09d36-02) and the source lamp (09d45-03) did not identify any trends. Review of tracking and trending for the architect c8000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the the parts replaced or the architect c8000 serial number (B)(6) was identified.

Event description:
The customer identified discrepant lactate dehydrogenase results for one patient. The following was provided: (B)(6) 2021 (B)(6): 390 u/l, repeated 197 u/l (normal range 125 - 220). No impact to patient management was reported.

Manufacturer narrative:
No patient demographic information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.